Manufacturer narrative:
Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or endocarditis causing annular tissue damage, and is not a result of device malfunction. In this case, it was learned that the patient's original replacement was due to native mitral valve endocarditis, which may have contributed to this event. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Despite multiple follow up attempts by edwards, no additional information (reason for explant, patient condition) has been provided regarding this event, and the device has not been returned for evaluation. Therefore, the root cause of this event cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.

Event description:
Additional information was provided by the healthcare provider regarding the reason for this valve explant after five (5) years. Records indicate that this gentleman who had previous mitral valve replacement with tissue valve (subject device) five (5) years ago, secondary to endocarditis. The patient shortly after implant surgery developed a perivalvular leak which was initially small and got worse with time to become severe. The subject valve was explanted and replaced with another edwards pericardial valve. Upon exposure of the subject mitral valve, the regurgitant leak was not that clear, with suspicion that it was in the p3 area. Calcification was noted on the valve. There were no complications as a result of the replacement surgery.

Event description:
It was learned that a 29mm bioprosthetic mitral valve, implanted approximately five (5) years and two (2) months, was explanted and replaced with another edwards pericardial valve. The reason for explant has not been provided to edwards.